Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the screen had black vertical and horizontal lines which blocked the graphics and text. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.